Event description:
It was reported that the patient had a urinary tract infection that was treated successfully. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3093-28, lot # v901067, implanted: (B)(6) 2012, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).